Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2015. It is unknown whether the patient was reimplanted with a new device as of the date of this report, december 16, 2015.